Manufacturer narrative:
Manufacturer's investigation conclusion: the reported damage to the driveline was confirmed via the submitted photos. A specific cause for the damage as well as the reported driveline infection could not be conclusively determined through this evaluation. Review of the submitted photos of the driveline revealed multiple tears in the outer jacket of the pump cable. Review of the submitted log files did not reveal any notable events or alarms, and the device appeared to operate as intended at the set speed. The patient remains ongoing on heartmate 3 left ventricular assist system, serial number (B)(6), with no further related events reported at this time. Review of the lvad event log file revealed a software reset event on 06mar2026, indicative of a loss of power to the pump that would have resulted in a pump stop event. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev d, and the heartmate 3 lvas patient handbook, rev a, are currently available. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. Section 1 of the IFU, "introduction," lists potential adverse events which may be associated with the use of heartmate 3 lvas, including infection. Section 6 of the IFU, ¿patient care and management¿, also lists infection as a potential late postimplant complication. Furthermore, several sections of the IFU and patient handbook provide care instructions regarding how to prevent infection as well as suggested responses in the event of infection. The IFU and patient handbook contain information on system controller alarms, as well as the proper actions associated with them. These documents also warn of events that may cause the pump to stop and how to prevent pump stops from occurring. The ¿handling emergencies¿ section of the patient handbook lists examples of emergencies and what actions to take. Furthermore, the patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The IFU and patient handbook contain information on how to clean and care for the driveline. Section 6 of the IFU and section 4 of the patient handbook instruct the user to check the driveline daily for signs of damage, such as cuts, holes, or tears. The patient handbook also states, ¿call your hospital contact right away if the driveline is damaged (or might be damaged)." Section 7 of the IFU and section 5 of the patient handbook provide additional instructions regarding driveline care in sub-sections entitled, "what not to do: driveline and cables". Furthermore, section 8 of the IFU and section 4 of the patient handbook instruct the user to clean exterior surfaces of the driveline cables with a damp, lint-free cloth and if more aggressive cleaning is needed, to use warm water and mild dish soap. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported the patient had extensive damage to the patient side of the modular cable. The images submitted show several areas where the outer layer of the driveline has been breached. It was recommended to cover the affected areas with rescue tape to prevent moisture ingress. The patient has extensive damage to driveline on the patient side of the modular cable. The log files were submitted for review. It appeared that despite the observed damage to the driveline, based on the data available in the log file, the mechanical circulatory support (mcs) equipment was operating as intended electronically and mechanically. Covering the affected areas with rescue tape was recommended. The driveline drainage was cultured on (B)(6) 2026, and it was acinetobacter baumannii. There were pain, tenderness and drainage at the site. The patient was admitted on (B)(6) 2026. Incision and drainage with relocation of the driveline was performed on (B)(6) 2026. The driveline was debrided and the driveline track and relocated. The patient was scheduled to go back to the operation room (B)(6) 2026 for antibiotic bead placement. The site did not have any further plan of care if the current treatment didn't resolve the event.